Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new patients were not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event, section d unique identifier (UDI) #, medical device serial #, section h device manufacture date and section d concomitant med prod data sn's (B)(6) added. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to multiple stations. A technical support specialist reviewed the example provided during the initial call and confirmed the patient was visible on both the server and the stations. Message flow was verified and found to be functioning without any issues. An attempt was made to reach the customer for confirmation, but there was no response. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all new patients were not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.